Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that her husband experienced high blood glucose level. Customer¿s blood glucose level was 280 mg/dl. Customer reported that they had issue with ring and seems like it did not gave insulin when he bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode feature at the time of high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. The fill cannula amount was not programmed correctly and customer did correctly program the fill cannula. Customer heard insulin pump was vibrating in his pocket and took it out and it said stuck button alarm. Troubleshooting was done for stuck button alarm. Customer stated they were unsure if they pressed a button down for 3 minutes or longer. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).